Event description:
Device malfunction: suture break. Time of device malfunction; during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture broke while advancing the knot to the arterial surface. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.